Manufacturer narrative:
Initial customer (person): phone: (B)(6), fax: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A patient participating in an observational post-market embolization coil study underwent placement of two cook retracta coils to embolize a hypogastric/lumbar aneurysm in (B)(6) 2022. The procedure was considered a technical success, defined as cessation or sufficient restriction of blood flow to the target area following coil deployment. No device deficiencies occurred during the procedure or within 30 days post procedure (or the first standard of care follow-up). After the procedure the patient received anti-thrombotic/ anti-coagulant medication. The procedure was considered a clinical success being defined as measured results (resolution or significant improvement of signs or symptoms that prompted the embolization procedure, positive impact on the clinical course of the patient or the subsequent need for reintervention) within 30 days or the first standard of care follow-up of embolization and is typically assessed by clinical or imaging follow-up or both. A diagnosis of sepsis 41 days post-procedure led to an additional surgical intervention that required endovascular (evar) graft explantation. This event subsequently resulted in the death of the patient. The adverse event was reported to be related to the procedure but not related to the cook retracta coils. The focus of this report is the retracta detachable embolization coil (rpn:mwcer-35-14-20, lot unknown) that was placed in the patient in (B)(6) 2022. The additional retracta detachable embolization coil (rpn: mwcer-35-14-18, lot unknown) that was placed during the procedure is captured in the report with patient identifier (B)(6).

Manufacturer narrative:
Correction: e1: dr. (B)(6), phone: (B)(6), fax: (B)(6). Investigation-evaluation: it was reported by complejo hospitalario orencse (spain) via post market study MDR-1912, that patient death occurred following placement of a retracta detachable embolization coil (rpn: mwcer-35-14-20; lot#: unknown). The coil was required for embolization of the hypogastric and lumbar arteries and was implanted in (B)(6) 2022 during and endovascular aneurysm repair (evar) surgery to treat an abdominal aortic aneurysm (aaa). A second cook coil (rpn: mwcer-35-14-18) was also placed at this time. The procedure was successfully completed without complication. The patient was prescribed anti-thrombotic/anti-coagulant medication after the procedure and was later discharged. A ¿few days¿ later the patient was readmitted to the facility and was diagnosed with sepsis. As a result, the evar grafts were explanted, but the coils remained implanted. Patient death subsequently occurred 41 days after the initial procedure. The physician noted that aneurysmal pathology likely caused the infection; the evolution of the aaa ¿impressed inflammatory versus infectious etiology¿. However, this was not confirmed by pathology results or autopsy. As reported, the patient was a 66-year-old male who weighed 90 kg and had high blood pressure (hypertension) and uncomplicated diabetes. The patient also had a history of previous heart attack (myocardial infarction) and peripheral vascular disease, including untreated thoracic/abdominal aneurysm. Reviews of the complaint history, instructions for use (IFU), and quality control were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The complainant did not provide the lot number for the complaint devices. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The IFU supplied with the device states the following in consideration of the reported failure mode. The current instructions for use [t_mwcer_rev6] state the following: "how supplied, supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile.¿ this complaint was confirmed based on the reported study. Cook concluded there was no problem detected with this device, based on the information provided, it is likely that patient condition contributed to this occurrence. The risk assessment for this failure mode was reviewed, and no action is required. The appropriate personnel were notified, and cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 20mar2023 and 11apr2023. The physician stated the adverse effect was not related to the coils. In this case the adverse event was related to the endovascular grafts. However, it was most likely that the aneurysmal pathology itself that caused the infection. Results were not provided regarding the etiology (inflammatory vs. Infections) of the abdominal aortic aneurysm (aaa) . The coils were placed the same day as the evar procedure. The patient was released and after a few days was readmitted. No autopsy or pathology reports are available.